Event description:
It was reported that the patient was taken to the hospital by ambulance and was diagnosed with blood glucose (bg) values dropped to 36 mg/dl. The patient had lost consciousness. For treatment, the patient was given a undescribed injection. The patient was discharged after 1 day. The pod was worn between 4 and 24 hours on the abdomen.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.